Event description:
It was reported that the patient hit herself against the piano and a puss was coming out of the pocket site. Upon interrogation, the physician determined that the ipg was halfway out of the body. The patient underwent an ipg explant procedure. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four days from date the manufacturer became aware of the event.